Event description:
After explant and removal of impella 5.5 through a terumo gelweave graft, bleeding inside the graft pocket was noted by dr. Tsukui. The pocket was opened and upon exploration, the source of bleeding was most likely from a cut or perforation in the graft material.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. Clinical details state that there was bleeding noted in the graft after explant which was likely from a cut or perforation. The root cause of the vascular damage is most likely due to use. Corrections to the initial MFR report: b1 should have been adverse event and not product problem. B2 selected required intervention. D4 model number. H1 type of reportable event changed to serious injury.